Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked y-site was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 19ga x 0.75¿ powerloc max safety infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. Needleless injection caps were attached to both luer adapters. A longitudinally aligned crack was observed in the y-site, extending from the luer orifice. Microscopic inspection of the sample revealed a rough and granular fracture surface. The fracture propagated along a molding weld line in the material. The crack in the y-site occurred along a weld line feature introduced during the component molding process. Attempts to replicate the crack using non-complainant devices suggested that the crack occurred due to a combination of mechanical stress and cleaning chemical exposure at the site of the weld line. The complaint sample is a supplied component and the supplier has been notified of this event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the powerloc had a crack at the y-site. It was stated, it appears to be cracking at the y-site when they connect a syringe or IV tubing to this port. Infusing was lactatedringers, ondansetron, 10meq potassium, normal saline, ns with 20meq potassium. Patient admitted on (B)(6) 2019 and crack was noted on (B)(6) 2019.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked y-site was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a powerloc max safety infusion set. The depicted portion of the device included the y-site. Fluid residue was observed within the y-site and needleless injection cap was attached to the luer adapter. A longitudinally aligned crack was visible extending from beneath the injection cap nearly to the y-site branch. While damage was evident in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the powerloc had a crack at the y-site. It was stated, it appears to be cracking at the y-site when they connect a syringe or IV tubing to this port. Infusing was lactatedringers, ondansetron, 10meq potassium, normal saline, ns with 20meq potassium. Patient admitted on (B)(6) 2019 and crack was noted on (B)(6) 2019.